Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17947. Related manufacturer reference number: 2017865-2020-17948. It was reported that the patient presented to the clinic with their device pocket inflamed. The infection developed causing the device to erode through the pocket. The physician explanted the patient implantable cardioverter defibrillator and all leads. The patient was stable throughout.